Manufacturer narrative:
There were multiple 510k numbers reported to be involved k111860 and k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer observed false positive results . This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "false positive results."

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). A bd field service engineer was dispatched and reviewed the curves. The bd fse observed extremely jagged curves and re-normalized both readers. No patient samples were impacted, as teh user noticed the curves. The instrument was returned to the customer in working order. This is a confirmed failure of a bd product bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was attributed to reader normalization drift. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer observed false positive results . This event occurred 1 time. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "false positive results".